Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump would not deliver insulin. The customer stated insulin delivery was stopped for two hours in a past event. Customer also reported the issue had occurred six times before. It was also found the batteries were not lasting on the customer's insulin pump. Customer also reported receiving several no delivery alarms on the insulin pump. Troubleshooting did not occur because the customer stated they had stopped insulin pump therapy for the past two months. Customer's blood glucose was between 170 mg/dl and 180 mg/dl at the time of the no delivery incident. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.